Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen response was delayed. Additionally, the battery depleted rapidly and cartridges were not always detected. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional information.